Event description:
Part1104b -olm intracranial pressure monitoring kit - patient had single lumen intracranial bolt inserted overnight, required use of camino monitor for icp (intracranial pressure) readings. When catheter inserted and connected to camino, "catheter error" message was received. Staff attempted to use second camino monitor, received same error message "catheter failure". Patient required surgery and was sent to the or with the catheter in place, secondary portion of monitoring device was kept, catheter was discarded.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). There are no CAPA's related to this issue. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Per (B)(4) camino pressure monitoring catheter kits-risk analysis spreadsheet, hazard ID - 12.1, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part1104b -olm intracranial pressure monitoring kit - patient had single lumen intracranial bolt inserted overnight, required use of camino monitor for icp (intracranial pressure) readings. When catheter inserted and connected to camino,"catheter error" message was received. Staff attempted to use second camino monitor, received same error message "catheter failure". Patient required surgery and was sent to the or with the catheter in place, secondary portion of monitoring device was kept, catheter was discarded.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Correction to section d4, lot 118d00643292, serial (B)(6). The device history record was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing , packaging, or inspection of the device in process. Complaint history review: 1 previously confirmed 'integ-improper function' complaints within the past two years. The complaint could not be confirmed, the device was returned and functionally tested, meeting specifications. The complaint could not be duplicated, catheter functioned as intended. Failure mode: unconfirmed / catheter met specification, no fault found.